Event description:
On (B) (6) 2010 pt reported her reading had gone up to 140 mg/dl and her normal blood glucose range is 70-120 mg/dl. Pt stated she had not eaten anything to cause the higher reading. Pt reported she has already treated the elevated reading by giving herself a manual injection of insulin. Pt stated she looked down to her infusion device and noticed the screen was completely blank. Pt reported she thought maybe the battery was dead so she inserted a new battery. Pt stated the infusion device did not give any warning it just went out completely. Had the pt install a new battery and the infusion device did not power up or make any sound at all. Had her try another new battery and the infusion device still did not power up. Advised pt switch to her backup fusion device. Assisted pt set up the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.